Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09643. It was reported that the patient was receiving stimulation in the wrong location. As a result, the patient underwent surgical intervention on (B)(6) 2019 where the leads were repositioned. There were no complications during the procedure and effective therapy was established postoperatively.